Event description:
The ventilator was at a field service center for a scheduled preventative maintenance. During service, it was reported that the alarm sound was low. The field service center replaced the alarm sounder and returned the device to the manufacturer for evaluation.